Event description:
It was reported that the pump battery had been low for a "pretty good while." It was thought to still be infusing, though the patient was worried that he was getting too much medication. The reservoir volume was seen to be "a lot lower" than expected at the past two or three refills. At the last check, the pump reservoir was last seen containing 1ml. In addition, 2.9ml was also mentioned, though it was unclear whether this was the expected reservoir volume or the volume at an earlier refill. It was noted that the patient had also been having trouble staying awake, which had previously been an issue, but had become more prevalent around the first of the year. It was reported that the pump's low battery alarm was heard. The patient was "doing well", but was worried about the battery depleting. There was no patient injury or hospitalization related to the event. The drugs used in this system were fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058209r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).